Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the historical review of similar events, events involving loss of power may be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple episodes of loss of power to the controller and restarts. The patient is reportedly asymptomatic. The patient¿s controller was exchanged out for concern of inappropriate contact with the power sources. The patient tolerated the exchange well. No patient complications have been reported as a result of this event.